Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is continuously displayed a "cal error." The water trap and the sampling line was verified and no blockage present. They also replaced the sampling line. The customer would like to replace the socket as well. Ref MFR report #: 8030229-2015-00028.